Event description:
It was reported that male patient with a 4fr sl power PICC received 5 doses of r chop oncology therapy. When pt returned for 6th dose of rchop staff noted the PICC could be flushed but not aspirated. Staff removed PICC and discovered small split at 29 cm mark. Pivc was inserted so patient could receive final infusion.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that male patient with a 4fr sl power PICC received 5 doses of r chop oncology therapy. When pt returned for 6th dose of rchop staff noted the PICC could be flushed but not aspirated. Staff removed PICC and discovered small split at 29 cm mark. Pivc was inserted so patient could receive final infusion.

Event description:
It was reported that male patient with a 4fr sl power PICC received 5 doses of r chop oncology therapy. When pt returned for 6th dose of rchop staff noted the PICC could be flushed but not aspirated. Staff removed PICC and discovered small split at 29 cm mark. Pivc was inserted so patient could receive final infusion.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter fracture was confirmed. The product returned for evaluation was one 4fr sl powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 29cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.